Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the locking mechanism on the battery used during the reported event was cracked and not fully latching. The battery was removed from service to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off. There was no patient involvement reported with the event.